Event description:
Dealer is stating that the motor is seizing and over heating and braking really hard. No other information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.